Manufacturer narrative:
The customer¿s complaint of unspecified issues with pole clamps is believed to be a result of a dislodged helicoil. The visual inspection confirmed 9 of the 10 pole clamps received, exhibited irregularities with the helicoil. There is one pole clamp received where the helicoil is not dislodged, however abnormal thread wear on the lead screw was observed which could be a result of a damaged helicoil. Scar (B)(4) was opened to investigate pole clamp failure. The manufacture found the helicoil was installed too deep in the clamp. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported an unspecified issue with pole clamps. There was no report of patient involvement.